Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that the patient had developed a rash underneath the front therapy electrode. The patient's physician instructed the patient to apply cornstarch to the irritation. The medical outcome of the irritation is unknown.